Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00654.

Event description:
An explanted temporomandibular joint (tmj) fossa implant with screws were returned to zimmer biomet. Additional information has been requested from the surgeon concerning the explantation; however the surgeon has not provided additional information.

Manufacturer narrative:
The product was returned for evaluation. The product identity has been confirmed in the evaluation. The product was returned in a bio-hazardous state, therefore only a visual inspection can be performed. A visual inspection revealed the two fossa screws remain fully in-tact and there appears to be no damage to the threads of the screws. Both screws have some slight change to the anodize color, but this is expected with implants that have been in the patients for some time. The unknown screw is fractured through the minor diameter of the screw; the remaining threads near the head of the screw appear to be fully in-tact. The bottom half of the screw has tissue surrounding half of it and the threads could not be visually inspected. There are not enough details regarding this complaint to determine what the cause of the screw fracture. It is possible that the screw was fractured while implanted and it is also possible that the screw was fractured during removal of the implant. The complaint is confirmed as these parts are from a revision. The most likely underlying cause of this complaint cannot be determined as there is insufficient information to provide an accurate conclusion. Because the lot number is unknown, the device history records could not be reviewed. According to the evaluation, there are no indications of manufacturing defects. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00654-1.